Manufacturer narrative:
(B)(6). This report is for 12 unknown screws (three cortical screws and nine locking screws). Part and lot numbers were not provided by reporter. Other¿UDI# is unavailable. The original implant date is unknown. The subject devices are not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision surgery due to pain and non-union. A male patient sustained a right distal tibia fracture on an unknown date and was treated with a distal tibial plate and screws. Subsequently, the patient experienced pain and non-union identified on x-ray. On (B)(6) 2015, the patient underwent hardware removal of the plate and 12 screws (three cortical screws and nine locking screws). The devices were reported to be intact. The surgery went very well with no reported delay. The procedure was successfully completed and the patient outcome was reported as good. This report is for 12 unknown screws (three cortical screws and nine locking screws). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Corrected data: there was no allegation of a product problem. This field was inadvertently checked for product problem on the initial medwatch and should have been left blank. This event was reportable for adverse event only. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information: please see related complaint (B)(4) for complaint against an instrument associated with this revision surgery.